Event description:
Detached tip on dialysis catheter. Decreased flow noted during dialysis in 2001. Tpa was used but did not improve the flow rate. Two days later, dialysis was stopped and the catheter was exchanged for a new line. On chest x-ray, a 2cm opacity was noted in the pulmonary artery. A CT scan was done to identify the exact location of the object. Two days later, the tip of the old hd catheter was removed from the descending right pulmonary artery with a snare. After a review of previous cxr's, it is believed that the catheter tip separation occurred sometime between 05/01 to 08/01. The lot number involved was not included in the recall of this product.